Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to wear of the angle wire, the bending angle in up direction and the play of upward/downward knob (u/d knob) did not meet the standard value, adhesive on the bending section cover (a-rubber) had a chip, the universal cord was sticky and had a scratch, light guide connector (lg connector) had a scratch and corrosion, plastic distal end cover (c-cover) had a scratch, connecting tube had a scratch, connecting tube had discoloration, lg connector was dirty due to water leakage, video connector case, video connector, video cable, grip, switch box, forceps elevator (fe) lever and fe knob all had a scratch, suction cylinder (s-cylinder) was shaved, u/d knob and right/left (r/l) knob had a scratch, and the control unit had discoloration and scratch. Additional note that a third party repair was performed. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer noted that it was unknown if there was a delay for precleaning of the equipment after use. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if there were any abnormalities with the accessories used for reprocessing. The customer noted that it was unknown if the facility wiped or brushed the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed air/water nozzle with detergent solution. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had bad angle/ angulation malfunction. The issue was found during inspection for use of an unknown diagnostic procedure. The procedure was completed with another device. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: based on the details of the customer¿s response, it is unknown if reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.